Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 32 mg/dl in the middle of the night. The customer was treated for the low blood glucose with food. The customer's current blood glucose level at the time of the call was 418 mg/dl. The customer stated that they had a delivery anomaly where they believe they were receiving too much insulin from their insulin pump. The customer was assisted with programing the settings of their insulin pump and found that they had 30.5 units set for filling their tubing. That amount of insulin was excessive and was most likely the cause of their low blood glucose. The customer was educated on the proper priming technique. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.